Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.